Event description:
It was reported that the pump needed to be charged daily. There was no reported impact to the customer¿s blood glucose level. No further troubleshooting was requested to address these issues.